Manufacturer narrative:
.

Event description:
Product analysis was completed on the handheld. No software anomalies were identified during the analysis. During the analysis it was identified that the handheld was unable to advance past the screen alignment utility. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis.

Event description:
On (B)(6) 2013, it was reported by the physician that his handheld was not working that morning. The device was frozen at the time stamp screen and a hard reset was performed which resolved the issue. However, as the device was going through the set up process, it became stuck in a loop at the screen alignment screen. A hard reset was performed another 5 times; however, it did not resolve the issue. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the suspect device passed all functional tests prior to distribution. The device was returned on (B)(6) 2013 and is pending product analysis. No additional information has been provided.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.